Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (concentration unknown, dose 227 mcg/day) via an implantable pump for intractable spasticity. The patient was calling to see if pain medication can be used in the implanted pump, the pump would need to be refilled in 25 days if she was still alive, the staff at hospice were not able to put baclofen in the pump as they were only allowed to keep the patient comfortable. The patient experienced a gradual increase in spasms that begun 2 months ago and was actively dying. It was further noted that patient had spasms prior to implant, they had increased the medication in the pump which had increased her spasms such that she was admitted to the hospital and almost died. The patient was also told by the doctor that she was actively dying and would have 2 months to live then told her she may not make it to july, patient was not sure if she would even make it that long, she was put in hospice 1-2 weeks ago, she was also on IV/ig(intravenous immunoglobulin) and stated that it was an immune thing from the neurologist every 3 wks to help build the immune system but it was not working. There was no out of box failure reported. The patient was redirected to followup with the doctor. No further complications were anticipated/reported

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-03 from a healthcare professional (hcp) reported they wanted to know if valium could be placed in the pump reservoir as the patient seems to respond better to that ("it helped slow down the seizure activity") then the intrathecal baclofen (itb) 500ug/ml at 173.23. Two weeks prior to (B)(6) 2017 was when the spasms/shocks/seizures would not stop and were one spasm after another "so out of control" per hcp. Hcp did not believe the pump/itb drug ever really helped with the patient's spasms due to "stiff man syndrome." Oral valium was ordered for the patient originally because the patient stated they had enough of it. It was noted that the patient was in pretty bad shape. Hcp had already received the itb withdrawal procedures. It was noted that the hcp did not know who the patient's managing hcp was, and was unsuccessful at trying to contact and figure out who the hcp maybe and requested a manufacturer representative (rep) be paged. Hcp was transferred to have rep paged. No further complicat ions were reported/anticipated.